Event description:
It was reported that the device was used during an oblation with atrial appendage. The surgeon reported that the device fired an incomplete staple line. The staple line was repaired with suture and completed the case. There was no adverse consequence to the patient. On what tissue type was the device used? Atrial appendage (thick) at what location on the tissue? Around the heart on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st what color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No; if so, which product? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No; if so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that the cts45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.